Manufacturer narrative:
Reporting institution name: (B)(6) hospital.

Event description:
Philips received a complaint on the defibrillator indicating that the power light is not illuminated. There was no patient involvement.